Manufacturer narrative:
This device was used for treatment, not diagnosis. (Reported error) lot number 7557759 was reported initially but lot number cannot be confirmed as correct lot number associated with device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the extremely delicate, single use 1.1mm guide wire is missing 4mm ((B)(4)) from the distal tip following use in the field. It was reported that the missing piece was left inside the patient during a bunionectomy when the guide wire broke on installation. Although pilot holes for such guide wires are generally not predrilled, great care must be taken when inserting them with power driven devices and predrilling is always advised to avoid heat necrosis of the bone (ao). It was reported that this wire was installed by an intern that may not have had a lot of experience. Good tactile feel is important during such delicate procedures as well and believe the guide was over torqued by the driver via user causing it to break off into the near bone fragment. It is probable that the method of use employed with this device has led to this complaint. (B)(4) was reviewed and determined to be suitable for the intended device design, application and dimensional conformity (less the 4mm missing tip) when used as intended. It is most likely that the method of use employed for this device has led to this confirmed complaint. Per the evaluation, this is a single use device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a bunion-ectomy. While drilling into the bone, the tip of the guide wire broke off into the bone. The surgeon was unable to remove the tip which remains in the bone of the patient. It was reported that there was a surgical delay of less than thirty minutes and that the patient is doing well. This is report 1 of 1 for (B)(4).

Event description:
It was reported that a female patient underwent a left chevron bunionectomy on (B)(6) 2014. During the procedure, the threaded guide wire tip sheared off. Surgery was delayed ten to fifteen minutes for exploration and fluoroscopy. The tip remains in the patient after surgery. No other medical intervention was required. There was no reported need for reoperation or revision. It was reported that the procedure was successfully completed. There was no anticipated change in patient outcome, other than a retained foreign body.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.